Event description:
On (B)(6) 2011, at (B)(6) hospital, coronary cannulae (lot number 92047041) was in use and while in use, there was continued abnormal pressure during the injection of cardioplegic solution. The pressure became normal after the cannulae was replaced. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet (B)(4) for evaluation. Attempts to clean the balloon without destroying the cannula was unsuccessful. However, during cleaning of the cannula no blockage was observed inside the cannula. Reference: complaint (B)(4).